Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation showed that the patient's implantable cardioverter defibrillator (ICD) inappropriately went into backup operation due to software corruption. Programming changes were performed to reset the device. The patient was in stable condition.